Event description:
Material no: 30-7510 batch no: unknown (provided 00013855402) it was reported: customer received kit with no suction and leakage defective issue; no pt harm. 3:10pmcst 28may21 - spoke to customer - the following occurred with both bottles - she mentioned that half way through while draining the suction just stopped - she noticed some leakage from the access tip area at the tubing to the catheter - she did not see any holes or notice anything different about the access tip - she did not remember if the access tip clicked, but that it normally does - unable to verify lot, through away bottle, bag, box - no samples available.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. See manufacturer here.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). See manufacture narration.

Event description:
Material no: 30-7510 batch no: unknown (provided 00013855402). It was reported: customer received kit with no suction and leakage defective issue; no pt harm. On 3:10pmcst (B)(6) 2021 - spoke to customer - the following occurred with both bottles - she mentioned that half way through while draining the suction just stopped - she noticed some leakage from the access tip area at the tubing to the catheter - she did not see any holes or notice anything different about the access tip - she did not remember if the access tip clicked, but that it normally does - unable to verify lot, through away bottle, bag, box - no samples available.